Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she was on the psych floor of a hospital where she was jumped by two girls. The patient stated that they kicked her in her privates and where the device is. The patient stated that she now has a knot and painful burning where the ins 'pouch' is. The patient reported that she was discharged from the hospital on (B)(6) 2019. The patient stated that she called the healthcare provider (hcp) and they told her to call the manufacturer. Patient services offered to walk the patient through how to turn stimulation off to see if it helps with the burning. The patient stated that she did not want to turn it off because it was helping her symptoms. The patient will follow-up with the hcp to address symptoms. The patient stated that she has an appointment with the hcp on(B)(6) 2019. No further complications were anticipated/reported.